Event description:
It was reported that a balloon leak occurred. A 5.00mmx2.00cmx50cm peripheral cutting balloon was selected for use in the left arm arteriovenous fistula. During the procedure, the balloon would not hold pressure upon inflation and a small leak/hole in the balloon was noted upon removal from the patient. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit using glycerol/water. Positive pressure was applied, and a balloon leak was noted 7mm distal from the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no issues with the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon leak occurred. A 5.00mmx2.00cmx50cm peripheral cutting balloon was selected for use in the left arm arteriovenous fistula. During the procedure, the balloon would not hold pressure upon inflation and a small leak/hole in the balloon was noted upon removal from the patient. The procedure was completed with another device. No patient complications were reported.